Event description:
It was reported that during an unknown procedure, the device did not fire appropriately during first firing. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Please explain what is meant by, ¿the device did not fire appropriately?¿ sales rep: unknown to me. The sales rep reported, so you would need to talk to (B)(4) not sure which rep reported. Device did not fire appropriately when loading the reloads, firing lever wasn't put back 100% in the home position and when they reloaded the device the firing lever wasn't in the home position and was engaging the drives. Procedure: right colon. I am seeking clarification of your response: device did not fire appropriately when loading the reloads, firing lever wasn't put back 100% in the home position and when they reloaded the device the firing lever wasn't in the home position and was engaging the drives. The following information was requested, but unavailable: please explain what is meant by, "device did not fire appropriately when loading the reloads?" Was the cartridge difficult to load? Did the knife not return back to the home position? Did the device staple? Did the device cut? Was the staple line complete? Was the cut line complete? Were there protruding staples or did staples fall out prior to firing? The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded on the device. The cartridge reload was received fully fired. In addition another cartridge reload (b) was received with 16 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload (b) had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload (b) was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.